Manufacturer narrative:
On (B)(6) 2019, mentor received additional information regarding procedure. The patient underwent a primary breast augmentation on (B)(6) 2016. On (B)(6) 2019, the investigation on the suspected medical device was completed. Investigation summary: according to the reported information, the patient experienced a deflation in the breast implant. The analysis results showed that the device had a tear located in the union of the valve and shell. Microscopic examination was performed. No evidence of instrument damage was observed. No additional anomalies were observed. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) race female patient underwent a breast surgery with a 630c mentor smooth round high profile and experienced postoperative right-sided deflation. The diagnosis was confirmed by a physician. As a result, the patient underwent removal and replacement with a 630c mentor smooth round high profile ( catalog #:3503630, serial #:(B)(4)) on (B)(6) 2018.